Event description:
Product analysis (pa) for the returned lead, which was replaced for prophylactic reasons, was completed. It should be noted that the electrodes were not returned for analysis, thus a complete evaluation could not be performed on the entire lead product. The lead assembly had dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. One of the inner silicone tubes appeared to be abraded open at the same location, and the quadfilar coil appeared to be exposed. The abraded openings appeared to have most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids. With the exception of the abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explanted procedure. No additional relevant information was received.